Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Evaluation confirmed the complaint of a bent metal leg. The underlying cause was identified as freight damage.

Event description:
Dealer stated the 9630 commode had a bent metal leg. Dealer stated it was never used by a customer. Evaluation confirmed the complaint of a bent metal leg, and identified the underlying cause as freight damage.